Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), which was still in storage mode, had a monitoring voltage of 2.84 volts during pre-implant testing. The box label voltage for this device is 3.25 volts.